Event description:
It was reported that a clearlink secondary medication set was not infusing. The nurse reported that the unknown primary set would flow but the secondary set would not. There was patient involvement, but there was no patient injury or medical intervention associated with this event.  No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.